Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stone removal procedure performed on (B)(6) 2016. According to the complainant, during the procedure while removing a stone, the tip of the trapezoid¿ basket disengaged prematurely. The detached tip was not able to be retrieved from the patient. Additionally, there was no confirmation that the tip did not pass naturally, and there was no procedure done to remove the tip of the basket from the patient. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ¿stable¿.

Manufacturer narrative:
A visual evaluation of the returned device found the basket wires were in a closed/retracted position when received. Moreover, the tip was detached and not returned. During the evaluation, the basket wires were extended and found to be undeformed. Additionally, the sidecar-rx was not present and not returned for analysis. The evaluation concluded that the returned device was consistent with the complaint incident of tip detached prematurely. The trapezoid rx wireguided retrieval basket has been designed for the basket tip to disengage minimizing the potential for stone entrapment. The complaint is due to known physiological effects of the procedure noted within the directions for use. Therefore, the most probable root cause for this case is anticipated procedural complication. The review of the device history record (DHR) was performed and no anomalies were found. A search of the database confirmed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stone removal procedure performed on (B)(6) 2016. According to the complainant, during the procedure while removing a stone, the tip of the trapezoid¿ basket disengaged prematurely. The detached tip was not able to be retrieved from the patient. Additionally, there was no confirmation that the tip did not pass naturally, and there was no procedure done to remove the tip of the basket from the patient. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ¿stable¿.